Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient, there was no harm or injury to the patient, and the case was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.